Manufacturer narrative:
Device has been repaired but not returned to the customer, pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken. There was not harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.